Event description:
Per the clinic, the patient required frequent MRI scans for other health issues and unable to tolerate these well due to pain at implant site. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device on (B)(6) 2025.